Event description:
Rptr had breast implants inserted in 1977. Her right breast became encapsulated and she had both implants replaced in 1979. Her right breast again became encapsulated in 1983 and she had her implants replaced at that time. Rptr also states she has autoimmune disease, mixed connective tissue disease and myositis. (Also see 1001996.)